Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation burn under the lifevest equipment. The patient described the area as skin looked burned under the front te pad and that te pad was hot to touch. There is no indication that the patient received medical intervention. Reporting out of the abundance of caution. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.